Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead which resulted in inadequate therapy. The patients arrhythmia was able to self terminate. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead, only distal portion, was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.